Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that calibration results were within expected ranges. However, fluctuations in level 1 and level 2 were observed, with some level 2 results found to be out of range. No pre-analytical issues, such as hemolysis, lipemia, or clots, were identified. The results reported by the customer were consistent with those obtained during internal testing at the investigation laboratory, where reactive results were confirmed using the hbsag autoconfirm test. Based on the serological profile, the patient appears to have been vaccinated. The low-level reactive results near the assay cut-off suggest the possibility of sample contamination or a vaccination booster event, though this could not be definitively confirmed. The device remains in operation at the customer site. It is recommended that the customer perform confirmatory testing for hbsag and ensure regular maintenance of the analyzer. A follow-up sample is advised if reactive results persist. A definitive root cause for the reported event could not be determined.

Event description:
The initial reporter alleged discrepant results for the hbsag g2 elecsys cobas e 100 assay on the cobas e411 rack analyzer for a single patient sample. On (B)(6) 2022, the hbsag g2 assay generated reactive results with values of 1.31 coi and 1.42 coi. On (B)(6) 2023, three additional samples from the same patient were tested using the hbsag g2 assay, yielding reactive results with the following values: 1.36 coi and 1.34 coi (time: 18:35), 1.37 coi and 1.48 coi (time: 18:39), and 1.51 coi and 1.40 coi (time: 18:37). Anti-hbs testing on the same date showed a result of 849.7 iu/ml, and hbsag testing confirmed a reactive result of 1.42 coi. Subsequent testing at an external laboratory (synlab) using chemiluminescent microparticle immunoassay (cmia) methods reported non-reactive results for hbeag (0.616 s/co), a-hbe (1.82 s/co), and a-hbc igm (0.13 s/co). Hepatitis b dna was not detectable. Further serological profiling conducted at the cir laboratory confirmed reactive results for hbsag ii with values of 1.46 coi, 1.55 coi, and 1.35 coi across three samples. Hbeag, a-hbe, and a-hbc ii were non-reactive, while anti-hbs results ranged from 816 iu/l to 925 iu/l. Anti-hbc igm was also non-reactive. The results were reported. No confirmatory testing was initially performed by the customer, but subsequent confirmatory testing at the initial laboratory yielded a negative result.